Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue. The device had evidence of physical damage. During the evaluation of the device at the manufacturer's service center, additional test steps failed during testing. The device needs to be recalibrated to address the issues.